Event description:
The lead was returned to the manufacturer, was analyzed and tested out of specification. The lead was returned after the patient's death and the patient died in a manner unrelated to the lead or the out of specification finding.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant products: p1501dr ipg implanted: (B)(6) 2007; 5076-58 lead implanted: (B)(6) 2007; 3387s-40 deep brain stimulator lead implanted: (B)(6) 2006. (B)(4).